Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post uretero bilateral ileoplasty procedure, the staple line had a fistula. Drainage for fistula was done. The patient also had an extended hospital stay due to the product event.